Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 8 of 8 devices were returned for evaluation. Evaluation of one device found the device did not have a midwest cartridge / turbine and was instead a bandit cartridge, which is not compatible with our devices. Evaluation of six devices found normal chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers. Evaluation of one device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. This report summarizes eight malfunction events where midwest tradition handpieces would not hold dental burs. There were no injuries in any of the events.